Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Repair representative states the end user alleges the joystick will power off and freeze and the chair will not move.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was the issue was not able to be duplicated. And unit passed bench test, so the original complaint issue was not able to be confirmed.

Event description:
Repair representative states the end user alleges the joystick will power off and freeze and the chair will not move.